Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v556379, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v568687, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that after implant the patient was ok for a while. The reporter also mentioned that the patient was ok for a couple of months after implant. The past four years had been a struggle. The reporter stated that when the implantable neurostimulator (ins) was replaced the voltage was 2.64 or 2.63. No outcome was reported as the patient had the ins replaced and had concerns with new ins. Additional information was requested and if received a supplemental report will be sent.